Manufacturer narrative:
It was recommended to replace the top rail covers.

Event description:
It was reported via repair work order that the side rails were coming apart, which could impact latching. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rails were coming apart, which could impact latching. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.